Event description:
It was reported that the uh-1 was dissociated from the inner head. Therefore, the pt had a revision surgery to replace the uh-1 and head.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.